Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller states they met with the patient (pt)  yesterday in office and the pt noted that when they turn the stimulation up on their urinary device, they feel stimulation turn up on their pain device. The rep notes that the pt did verify that the amplitude on the pain programmer does not reflect an increase but the pt reports increased perception and specifically noted they felt stim in their arm (caller unsure if this was the intended location or not). The caller state they elected to check impedances and change the pt's program on the urinary device. The caller noted that when meeting with the pt yesterday, she noticed (the pt did not allege this or complain about this) that the handset was 'slow to respond' and 'took a while to connect'--the rep reported needing to 'hit (the up arrow) three times to increase'--the caller speculated that perhaps this had something to do with the pt's pain therapy allegation (this is why agent including this as well in this rtg ). Agent to check with tech team to see if this is an issue that we can provide any considerations around.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a52300, (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.